Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient's silicone anchors were superficial and was causing pain. The patient underwent a revision procedure wherein the old silicone anchors were taken out and smaller anchors were added. No device malfunction and no skin breakage noted. The patient was doing well postoperatively.